Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an implant procedure on (B)(6) 2021, it was noted that a patient's right atrial lead was experiencing undersensing and increasing capture thresholds. The lead was explanted, re-sterilized, and repositioned on (B)(6) 2021. The patient was stable throughout.